Manufacturer narrative:
No product samples were returned for investigation, however, a series of photographs were returned showing and confirming a ch3034 assembly with the male luer separated from the female luer of the spiros. There was red fluid visible within the fluid path of the spiros suggesting that it separated during use. Without return of the affected samples a comprehensive investigation cannot be conducted and a probable cause cannot be determined. The device history record for lot 10017891 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. E1 - additional contact information (B)(6).

Event description:
The event involved a 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap. It was reported the junction of the spiro separated. Concomitant drug was not used. Concomitant device was not used. Device was use for unknown chemo. The event occurred during infusion. There was no bleed back. Device was not reprocessed or re-sterilized. There was patient involvement, no patient harm and no delay in critical therapy. There was no unprotected chemotherapy exposure and leakage in this event. The chemo spill was cleaned up per facility protocol by a spill kit. The set was replaced and therapy resumed.